Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal es was deployed. The pt showed signs of bleeding or hematoma upon discharge. The pt returned on the day of the event and was diagnosed with a pseudoaneurysm. Two days later, the pt was treated with ultrasound guided compression. No further complications were reported.